Event description:
The bone plug broke in the introducer. Still waiting for more details from hospital. Another identical device was immediately available for use and case completed as originally planned. No delay or patient impact as a result.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.